Event description:
A programming history form which included the patient's average seizure frequency per month was received from the treating registered nurse. On (B)(6) 2009, the patient's average number of seizure per month was listed as 12 and 20, respectively. Later on (B)(6) 2010, the average seizure frequency per month was listed as 2-5. It was previously documented that the patient's seizure frequency per month prior to implant was 5-10. The patient had generator replacement surgery on (B)(6) 2009. Since the increased seizures occurred after generator replacement (at approximately two months), it is reasonably assumed the generator was not nearing end of service. From the nurse's provided programming history, it appears that the device was still being titrated to settings reached prior to generator replacement in (B)(6) 2009. Normal mode and lead device diagnostics on (B)(6) 2010 were within normal limits.